Event description:
During a remote follow up, episodes of oversensing were noted on the right ventricular (rv) lead. Technical support was contacted and recommended further investigation via in clinic follow up. An in clinic follow up is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.